Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient had not charged their ins for "a few months". The recharger was showing a power on reset (por). The rep had interrogated the ins using the physician programmer and found contacts 0, 1, 3 and 5 were >20,000 ohms. When the rep tried programming using contacts that were within normal limits the patient was not able to feel stimulation when the voltage was set at 10.5 volts. It was noted the patient had been pushed and then fell. The rep reported the patient will be referred back to their implanting physician for revision or replacement; the date of the referral and for the surgery had not yet been determined. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the cause of the por was undetermined, it was unknown if the por error message has resolved, and it was unknown if the loss of stimulation issue resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and lumbar radiculopathy. It was reported that the patient has a history of electrode issues. There were 4 contacts fractures and now there appears to be 8. The patient claims that since the last manufacturer representative was made aware of the issues, their implantable neurostimulator is not holding a charge like it used to. The patient claims that the implantable neurostimulator will be charged, and then the next day, it will be empty or at 25% charged. The manufacturer representative checked the patient¿s implantable neurostimulator before the procedure and there was a power on reset message, but she did not get the code. According to manufacturer records, the entire system was replaced on (B)(6) 2018. There were no further complications reported or anticipated.